Event description:
It was reported that the patient with this pacemaker was scheduled for a normal box change. During pre-operation, attempts were made to interrogate this device, the patient went into a 5 second asystole as soon as the 3120-programmer wand neared the device. No further interrogation attempts were made and a temporary pacing catheter was placed via the femoral vein to ensure adequate pacing during the operation. Subsequently, the device was explanted and replaced with a competitor device. Post-operation, this device was interrogated and the device went into safety mode. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected, and the reported event was confirmed. The device had no telemetry. The pulse generator case was removed, and internal visual inspection noted no irregularities. The battery was isolated from the circuit and an external power source was connected to the circuit; the device was found to be in safety mode. The root cause of the reported device displays error message was not able to be confirmed through lab analysis.

Event description:
It was reported that the patient with this pacemaker was scheduled for a normal box change. During pre-operation, attempts were made to interrogate this device, the patient went into a 5 second asystole as soon as the 3120-programmer wand neared the device. No further interrogation attempts were made, and a temporary pacing catheter was placed via the femoral vein to ensure adequate pacing during the operation. Subsequently, the device was explanted and replaced with a competitor device. Post-operation, this device was interrogated, and the device went into safety mode. No additional adverse patient effects were reported. The device was returned for analysis.